Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. Unable to verify keypad unresponsive or button error alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump keypad was unresponsive. Customer¿s blood glucose level was 217 mg/dl at the time of incident. Customer state that the insulin pump was exposed to moisture. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.